Event description:
This report includes an updated medical device problem code.

Manufacturer narrative:
Corrected information: b5, g3, h2, h6.

Event description:
Related manufacturing reference: 3008452825-2024-00497. During the pulmonary vein isolation procedure, communication issues resulted in a procedural delay. It was noted that there were several shifts on voxel mode and the left atrium had to be remapped four times. Both the mapping catheter and the ablation catheter were replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The reported event of a recognition issue could not be confirmed. Electrodes 1-18 and the sensors met specifications for acceptable resistance values with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
3005334138-2024-00354-2